Event description:
It was reported that during an unknown procedure, the blade did not retract, it remained out. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.